Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to stem loosening. As a result, the stem was buttressing against the cortex. The femoral component, stem and liner were revised. Rep reported he may be able to obtain x-rays and operative report, and reported that no further information would be available.